Event description:
During servicing of the unit-when turning off unit, unit would shut down and then restart itself. Moved vent and was unable to duplicate the program. Replaced membrane panel as a precaution.